Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer was open and couldn't be closed. The customer reported that a malfunction took place when the user tried to access medication. However, there were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half-height enhanced drawer had failed. A field service engineer (fse) found the drawer to be non-functional. The customer had successfully recovered the drawer, but when the customer attempted to access it through inventory, the drawer failed again. Upon physical inspection, the fse found that the position sensor cable was damaged. The fse replaced the position sensor and tested it in diagnostics to ensure full functionality. The customer was then able to recover the drawer without issue. The system functioned as intended after the field service engineer repaired the device.